Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Premarket (510k) number is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Chipped out on lower left front corner of top case and cracked on battery door. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Issue was also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear due to device age. The following actions were taken: replaced motor bracket, worm gear, worm coupling, leadscrew and clutch halves. Additional repairs included: replaced left plunger case assembly, top case, carriage and battery door. Installed cable guard and calibrated the device. Device functional and occlusion tests all passed after repair.